Manufacturer narrative:
Device was returned without t1, t2, or sutures. The depth limiter was trimmed to the surgeon's preference and shows creasing and flaring which indicates resistance. Device was received quite bent. Bending of delivery needle can impede anchor release and function. Functional test was performed on device. Root cause cannot be fully confirmed with confidence, but is likely to be attributed to user error. No further investigation warranted.

Event description:
It was reported that the t1 and t2 anchors of the ultra fast-fix curved assembly deployed simultaneously during a meniscal repair. A delay of less than 30 minutes was noted. No implants were left unsupported in the patient. A backup device was used to complete the procedure. No injury or complications were reported.